Event description:
Patient had an angiodynamic port placed on (B)(6) 2022. Fluoroscopy was used to confirm the placement. The patient went for her chemo infusion on (B)(6) 2022. The port was accessed. The rn pulled out a brown tinge into the syringe. It appeared to be leaking around the needle site and swelling was noted above the port site. The patient was sent for a dye study which showed that the port catheter tubing had become detached from the port reservoir and had embolized into the heart and pulmonary artery. The patient went to interventional radiology for intervention. There was a successful retrieval of the embolized port catheter fragment and removal of the port reservoir. FDA safety report ID# (B)(4).